Event description:
The manufacturer received info alleging a ventilator failed to operate on ac power. There was no pt harm or injury reported. The ventilator was evaluated at the manufacturer's service center, and the customer's complaint was confirmed. The device's ac power cord was replaced to address the issue.